Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction error message and no audible tones on the mx40 telemetry device. No adverse event involving patient or user was reported.